Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the device got stuck with no firing. Where there any opening issues with this device? Yes, my understanding is it did not allow the surgeon to squeeze the firing trigger at all, it got stuck and would not open from the beginning of placing on tissue. Just want to clarify the event: did the jaws of the device eventually open? If no, please describe how the device was removed from the tissue. Was the closing trigger broken on the device when attempting to open? My understanding is that the device did not open. He said he basically had to pull it off the liver. And the closing trigger was broken on the device.

Event description:
It was reported that during a liver resection procedure, when the surgeon fired the device twice, it jammed. The surgeon could not reverse and could not open device, so he broke the closing trigger to get the device off of tissue. Upon inspection of tissue, no cutting or stapling had occurred. The surgeon then opened a competitor device and it did not work either. The case was completed by clamping, cutting, and suturing tissue. There were no patient consequences reported. The device was disposed of.